Event description:
During installation testing, service rep found vaporizer to have output low to specification. There was no reported pt involvement.

Manufacturer narrative:
Ge healthcare received the sample for investigation and the reported complaint was confirmed. The measured vaporizer concentration was found to be high per specifications. Visual inspection revealed two scratches on the rotary valve and valve plate. The cause of the fault was due to the presence of brass swarf at the rotary valve/sump cover interface. This causes an effective deepening of the valve control groove leading to output deviations.